Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting to the mobile power unit (mpu) was confirmed via the returned mobile power unit analysis, there was damage on the threads of the connectors which indicates that during a connection/disconnection of power there was difficulty that resulted in the damage. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the european distribution center (edc) and was evaluated and repaired on 28dec2021. Visual inspection of the returned mpu revealed that the threads on the black and white power cable connectors were damaged. The mpu was functionally tested with a test system controller and mock circulatory loop, and the damaged thread did not affect the mpu's ability to provide power to the system. Due to worn threads on the mpu's patient cable connectors, the patient cable was replaced, and preventative maintenance was performed. A complete functional checkout was performed, and the mpu passed all tests. The cause of the thread damage was unable to be determined through this analysis. The repaired unit (B)(6) was returned to the loaner/rental pool. Ppe group evaluation of the returned mpu patient cable confirmed that the cable threads were damaged. However, there were no difficulties connecting the returned patient cable with a test system controller power connectors. Although difficulty occurred at the time of the event resulting in the damage to the threads the resulting thread damage does not affect the connection/disconnection of power. The cable was placed on a known working test unit and operated test controller as intended. The root cause of the reported event could not be determined through this analysis. There was incidental finding of loose rubber end around the black and white connectors review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 07jan2016. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the patient cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator was not able to connect the system controller to the mobile power unit (mpu). The connection thread of the mpu was damaged. The mpu was sent back for repair.